Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the clinician that the right atrial and right ventricular leads were exhibiting noise. The noise was much larger than the r-wave and p-waves, rendering sensitivity changes useless. No intervention was confirmed, as the patient was not symptomatic.